Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports their blood glucose level was super high but did not provide their blood glucose levels. The patient reports having flu like symptoms. Once at the hospital the patient was treated with intravenous fluids and an insulin drip. The patient was discharged from the hospital after 5 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant.   This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type.